Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. Blood glucose level at the time of the incident is unknown. The customer had called on (B)(6) 2017 and was assisted with the steps to clear the alarm. The customer called back on (B)(6) 2017 to report the power error alarm persisted after resetting the insulin pump. It was advised that that the device would be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error due to connector resistance issue.